Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that the extension tubing became unscrewed from the dwelling catheter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 21055695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv tubing unscrewed from the catheter during use. The following information was provided by the initial reporter: "the extension tubing became unscrewed from the dwelling catheter. In this occurrence, it caused some blood loss and was considered high risk for infection."